Event description:
The user facility in (B)(6) reported the priming procedure went without error, but a lot of bubbles entered the eye during the phaco and vitrectomy procedure. The tubing connection was secured. Priming procedure was done and passed for a second time, but the problem persisted. The problem was resolved by replacing the pack with another one. There was pt contact, but no injury.

Manufacturer narrative:
The device has not yet been received for evaluation. A supplemental report will be submitted when the product has been returned and evaluated. The sterilization and lot history records were reviewed and found to be acceptable.